Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional should be unmarked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that the kink in the image sensor cable was caused by a strong external force, such as excessive twisting, bending, or other stress beyond expected limits. However, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). The instruction for use states the inspection method associated with the event in "3.8 inspection of the endoscopic system¿. Chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had an image defect during a therapeutic laparoscopic hysterectomy procedure. There was a sense of green being stretched out in the image. There was a five-minute delay due to transporting the tower and switching the scope. The procedure was completed with a similar device. There were no reports of patient harm.